Manufacturer narrative:
The thermogard console was not returned to zoll for evaluation. The reported complaint of a tcmid:06 (ce post failure) error message was confirmed based on the evaluation of the thermogard console (sn (B)(4)) performed by the distributor at the customer's site and the review of the console event log performed by the zoll service technician. The root cause for the tcmid:06 was found out to be due to bad contact in one of the connectors inside the cooling engine. The distributor was able to resolve the problem by reseating the connectors inside the cooling engine. Therefore, service was not required to be performed by zoll.

Event description:
During self test, the thermogard console (sn (B)(4)) displayed tcmid:06 (ce post failure) error message with continuous alarm. Patient use information was requested but no additional information was provided, therefore patient use is unknown.